Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" message and a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation for evaluation. The customer's report of an "ECG fault -501" message was unsubstantiated. The reported fault was not observed during functional testing. A review of the device log found no evidence of the reported error. This error is not clearable by the user of the device. The customer's report of a red "x" indicator was observed in the log. However, the device passed bench handling, power cycling, and functional stress testing using a known good test battery without duplicating the report. The battery used at the time of the report was not returned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.